Manufacturer narrative:
The calcium gen.2, creatinine plus ver.2, phosphate (inorganic) ver.2, and urea/bun reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2, creatinine plus ver.2, phosphate (inorganic) ver.2, and urea/bun results from the cobas 8000 c702 module for several patients. Please see the attachment for the results provided.

Manufacturer narrative:
Urea/bun results were reported from the cobas 8000 c702 module for two additional patients. Sample 603952 initial result was 8.97 mmol/l. The repeat result on another line of the analyzer was 28.1 mmol/l. Sample 606272 initial result was 0.4 mmol/l. The repeat result on another line of the analyzer was 9.38 mmol/l. A field service engineer (fse) checked the analyzer during two visits. The fse observed that the gear pump pressure was low and adjusted it. There was an overflow of the cuvettes and wet covers, so the fse adjusted the washing height levels. They exchanged and adjusted the reagent probes and sample probes and adjusted the ultrasonic mixers. A full retube was carried out for all three of the cuvette wash stations. The fse also found eco-detergent crystals on the cuvettes. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) adjusted the gear pump pressure, cells, wet covers, and the ultrasonic mixer; replaced the reagent and sample probes; cleaned the eco-detergent crystal on cells; performed a full system decontamination; and cleaned the black water tank. The investigation determined that the service action resolved the issue. No further issues were reported by the customer. The specific cause of the event could not be determined.